Event description:
The following has been reported by customer: error 98- cpu board replaced taking pump apart to see if any connections are loose/disconnected. No loose connections, error 98: defective reset circuit in manual says to replace cpu board. Ordering cpu board under warranty for pump. Req#(B)(4). Cpu board arrived, replacing in device; batch number for cpu recorded in book (april 28th).connected to partner, configured blank cpu board to pump information.performed all calibrations, also performed all pm tests since pump was disassembled. Ran into trouble with wifi during reconfiguration of pump, wouldn't download wifi information and had to restart partner and pc. During occlusivity test, test kept failing, wouldn't hold pressure at high enough value for long enough. Replaced membrane, ran test again, passed with no problem. Ran test a few times after full pm procedure to ensure that was the issue and that its fixed.ensured normal startup on pump after replacement of faulty cpu, no errors present on device, latest drug library downloaded back on pump so connection to server good; back in service.maintenance certificate attached for functional check. Note: battery was not changed; had to check during pm test to reset maintenance date, however did not reset battery cycle count.drug library not showing on device anymore, running test infusion to see if it will obtain it by itself from the server. Shows connection on server, not downloading drug library. Leaving overnight to see if device will autoconnect. Shows last connection on sql as last time pump was off (right before powering on), could be solution. Device connected to server and downloaded drug library overnight, attached maintenance certificate and ensured no further issues with pump. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the cpu board solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective cpu board but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.